Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed but did not recall the exact alarm. She changed the battery and now the device had a blank display. Blood glucose was 400 mg/dl. The device does not show signs of physical damage and the drive support cap appeared normal. The device has not been dropped, bumped, or exposed to moisture. Customer uses energizer max batteries. Contacts on the battery cap were not missing or damaged. Battery compartment nor spring were neither damaged nor corroded. New battery was inserted and display did not return. Customer was advised to clean the device, inserted a new battery, and display did return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.